Event description:
It was reported that an unspecified issue occurred. The patient experienced an adverse event on (B)(6) 2024. The patient had a hypoglycemic event that led to the patient having a seizure. The patient stated that her dexcom app on her phone did not alert her to her hypoglycemic state. The patient reported that the dexcom app on her phone was showing continuous glucose monitor (cgm) values but was also prompting her to re-log in to her account. Because of this, the patient's follow app on her apple watch was not connected and unable to provide the patient with any cgm values and/or vibration alerts. The patient came out of the seizure on her own. Upon waking up, the patient was diaphoretic, had a headache, and her cgm reading was 70 mg/dl. It was also reported that upon reviewing her cgm history, the patient had been "low for a long time" prior to her waking up. She self-treated with a sugared soda as treatment for her low blood glucose (bg) level. After drinking the soda, the patient then gave herself insulin to stabilize her bg level. There was no documentation of the patient seeking assistance from a higher level of care. There was no documentation of medical intervention. The patient was ¿stable¿ at the time of report. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.